Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: the customer issued a complaint for an ultrasafe device in which the syringe became detached during use by the end user. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps was unable to perform a batch history record¿s review (bhr) as no batch number was provided. Investigation conclusion: unconfirmed: no evidence provided. Root cause description: with no sample, photos or batch numbers provided, it has not been possible to identify a root cause for this complaint therefore, the conclusion is unconfirmed. Rationale: unconfirmed.

Event description:
It was reported that ultrasafe plus x100l png clear plunger fell out and had a needle retraction failure. The following information was provided by the initial reporter: we received a complaint from a clinic in (B)(6), they report that the barrel/plunger fell out before injection and that the needle did not retract as usual; ¿I was priming a 96mg injection for a patient. The barrel/plunger fell out before I could use it, however I placed it back into the syringe body and give the dose to the patient. After given the dose, the needle did not retract back as it usual does, only after I removed the needle from ¿in situ¿ the needle retracted back into body. There was a delay for a few seconds.